Event description:
It was reported that during routine testing, it was found that the console energy was low. It was stated that it felt that the energy was lower than before. There was no patient involved.

Manufacturer narrative:
The console was field service at the user's facility. The console was powered on, and it started normally without errors. The optical path, near and far field were checked. Then, the console was connected to the optical fiber and the energy was attenuated. It was found that the protective lens was damaged. Therefore, the reported event was confirmed.

Event description:
It was reported that during routine testing, it was found that the console energy was low. It was stated that it felt that the energy was lower than before. There was no patient involved.